Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 not detected on the bus and unable to be recovered. A field service engineer opened the back panel and observed the module board for drawer 3.2 had no orange light. Used the red lever to release the drawer and identified that the retractor band was disconnected from the module board. Further inspection revealed the module board clip holding the retractor band had broken, removed and replaced the module board, reseated all drawer connections, and rebooted the device. After reboot, confirmed all lights were functioning on the module board, and the customer successfully tested inventory with proper results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the auxiliary drawer 3.2 was not detected on bus. Customer tried to reboot the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.